Event description:
Related manufacture reference number: 2017865-2022-44677. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise. No interventions were performed. The patient's condition was unknown.